Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Physical inspection of the device noted a cracked lower door hinge and a broken platen (top hinge). Analysis of the pcu event log shows that at 4:10pm on (B)(6) 2016 the pump module was programmed to infuse nitroglycerin 50mg in 250ml (drugid 294) at a rate of 6ml/hr . The rate was changed to 3ml/hr at 4:47pm and the infusion ran until 5:40pm when the device was paused and subsequently channeled off. The volume recorded as being infused during this period is 6.255ml. Testing via maintenance software found the device to be delivering fluid within specification. A test infusion at the reported event rate of 3ml/hr found the device was slightly out of specification (underinfusing) . The root cause of the customer¿s report of an overinfusion is believed to be a broken platen post at the top hinge. A broken platen upper hinge post can cause intermittent unregulated flow depending on how the platen sits when the door is closed.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the system was involved in an overinfusion that occurred on a patient. The only available information is that the "infusion rate was set to 3cc/hr with a total infusion of 250cc. Staff reported that the dose was delivered in two hours." No further information is available, there is no report of patient harm.